Event description:
It was reported that the during a pocket revision, the pulse generator exhibited a diagnostics anomaly. The device was reset and normal function resumed. No patient symptoms were reported.